Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the charger for the ilet system was not charging, and a replacement charger was initiated. Symptoms included no reported glycemic symptoms. Outcomes included no alerts or alarms and no effect on blood glucose. Investigation included review of the reported issue and logistical replacement of the charger. Investigation of this case revealed a suspected malfunction of the charger component resulting in failure to charge the device, consistent with a device component issue. It was concluded, based on previously established findings for similar reports, that the cause was a component malfunction of the external charger.